Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was inspected prior to use and didn't notice anything right away. The issue happened when loading the clip as jaws were not straight. The customer could not load the clip and was unsure if the clip loading process bent the tips. The customer used a backup to complete the procedure. The issue did not occur on tissue or in the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed by failure analysis and found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the jaws were not straight and the medium-large clip applier could not apply clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.